Event description:
It was reported that during an implant attempt, the right atrial lead was far field oversensing. The lead was not implanted, rather another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found.